Event description:
The lariat was being used to ligate the left atrial appendage. The suture was deployed and tightened. After a second tightening by the physician, an effusion developed and the pt experienced hemodynamic issues. The physician elected to send the pt to surgery to manage the effusion. The lla was successfully sutured and the pt was reported as stable.

Manufacturer narrative:
The device was not returned for evaluation and there is no evidence to suggest there was a device malfunction. A review of manufacturing records confirmed the device met specifications prior to shipment.